Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was still not reliving the patient¿s target nerve pain. The stimulation was not going all the way down to the bottom of the patient¿s foot and it has been that way since implant despite having three or four programming sessions to tweak the stimulation. The patient was unsure when the reprogramming sessions occurred. The patient stated she cannot walk and has back problems because of the severe nerve damage pain and because of other pre-existing leg damage she has had. The patient reported when they wake up in the morning, the stimulator is cold and painful. The patient said this happens when the weather gets cold. The patient tried to sync with the patient programmer, but the patient programmer would not power on. The patient didn¿t have access to replacement batteries at the time of the call, but stated they would call back if the programmer wouldn¿t power on. The patient has an appointment on (B)(6) 2018 with her healthcare provider (hcp) and requested a manufacturer¿s representative (rep) be present. No further complications reported.